Event description:
It was reported that the lens was explanted due to opacification. Add'l info has been requested, but no new info has been rec'd.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.